Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the PICC had to be removed and replaced due to ballooning inside the patient. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
A 24 cm section of the PICC lumen was returned for evaluation. The hub and extensions were not returned therefor there was no way to flush the device. Visual examination of the lumen segment revealed a 9mm ballooned portion. Without being able to flush the lumen it is impossible to determine if the ballooned portion leaks. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, inspected, and packaged according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. A root cause cannot be determined but is not likely manufacture related. The most likely scenario is the lumen was subjected to excessive force such as flushing or infusing against resistance possibly due to a thrombosis or a kink in the lumen. The instructions for use (IFU) include infusion equipment and bolus injection parameters that should be followed. Small syringes will generate excessive pressure and may damage the catheter. The use of 10cc or larger syringes are recommended. Common catheter complications include catheter occlusion and thrombosis. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance. If the lumen will neither aspirate or flush, and it is determined that the catheter is occluded with blood, follow your institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.